Event description:
Fmc product complaint received. According to report, pt was on treatment for one hour when internal "blood leak" was found. The dialyzer was on its's 23rd use, reprocessed with bleach and formaldehyde and low level incubation. The blood circuit was discarded without adverse effects to the pt, ebl 250 cc. No medical intervention was necessary. Actual sample not available. MDR filed due to blood loss reported.